Event description:
It was reported that following a coronary drug eluting stenting treatment procedure the pt experienced an aneurysm. In early 2005 the pt presented post myocardial infarction. The target lesion was a 95-99% occluded vessel located in the mid left anterior descending artery which was fairly focalized. The vessel size was described as being 3.5-4.0 mm. The physician implanted a taxus express2 3.5 x 12 mm drug eluting stent in the lad. Ivus had not been used for the procedure. The pt experienced a groin infection post procedure. In a month ago, the pt experienced recurrent chest pain and was taken to the cardiac catheterization lab at a different hospital. For this intervention the pt was given 1gm ancef citing the previous right groin infection. At this time there was no restenosis, however, angiography performed showed there was an aneurismal dilatation described as possibly a psuedoaneurysm at the site of the stent. Since it was deemed minimal at the time, no intervention was performed. In following month, the pt was confirmed to have an aneurysm at the site of the stent in the lad. An unknown size jomed wall stent was implanted to treat the area. Follow up notes reported the area has completely sealed. The pt is currently on a plavix regimen and has recovered without sequela.